Event description:
Subsequent to the initial MDR, additional information became available: it was indicated that the patient was using an unsupported operating system, which is misuse of the device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an app crash alert occurred for 8h42em. Data was evaluated and confirmation of the allegation and a probable cause could not be determined for 8lxfbd. No injury or medical intervention was reported.